Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer supported by physio-control, therefore parts and service are no longer available. Physio-control recommended that the device be permanently removed from service and that a replacement unit be obtained. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.